Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 25785833. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration despite reprogramming attempt. Patient also experienced tingling sensation. During a supposed revision procedure, the physician was unable to reposition the leads so he opted to explant the system instead.

Manufacturer narrative:
Sc-2218-70 (sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Visual inspection and continuity test found the lead intact. Sc-2218-70 (sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Visual inspection and continuity test found the lead intact. Sc-4318 (ln: 25785833). The returned clik anchor was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. A visual inspection found no anomalies.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration despite reprogramming attempt. Patient also experienced tingling sensation. During a supposed revision procedure, the physician was unable to reposition the leads so he opted to explant the system instead.

Manufacturer narrative:
Sc-1160, (sn:(B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue however, the device depletion rate changed to 1.79 volts after the explant procedure which is not considered the source of the complaint. It passed the functional test, and an electrical test revealed normal device characteristics.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration despite reprogramming attempt. Patient also experienced tingling sensation. During a supposed revision procedure, the physician was unable to reposition the leads so he opted to explant the system instead.